Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system time was set one hour ahead, which prevented medication removal. A technical support specialist corrected the system time on the device and closed the case after resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the 5 east pyxis was one hour ahead, and the nurse was unable to pull medications because it was not linked to the correct time. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.